Event description:
It was reported that during un-packaging of the 3.5 x 8 mm nc trek balloon catheter, the protective sheath was difficult to remove from the balloon. Much effort was used, and the sheath was removed. No damage was seen; however, the physician decided not to use the device as he was concerned there may be damage to the balloon. There was no patient involvement, and a new nc trek balloon catheter was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed due to the protective sheath being returned with it removed from the balloon. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.